Manufacturer narrative:
Submit date: 11/30/2017. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Customer reports that syringes were found to be damaged on incoming inspections and had to be scrapped. The manufacturing site received two sets of syringe samples with this customer report. A complete investigation was performed. One bag was labeled with lot # 722732x and contained seven (7) unpackaged syringes. The second bas was labeled with lot # 727053x and contained twenty-four (24) unpackaged syringes. Visual inspection to the quality inspection standard was conducted. Pinched and damaged syringe barrels were identified on all of the syringe samples; the syringes were non-functional. Most of the damage the syringes incurred was in the same relative location of the assembled syringe at approximately the 0.3 ml print location on the barrel with a few also having incurred damage to the plunger rod just below the finger flange on the barrel. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential defects that are inspected for include, but are not limited to damaged product/components, particulates or extraneous matter in fluid pathway or on exterior of syringe/components, and holes, splits, or cracks in the barrel. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation, and documentation requirements. Procedures and standard work instructions exist for the setup, operation, and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. The most likely root cause for pinched and damaged syringe barrels is during the syringe assembly process. When a jam occurs in the machine dial just following the assembly of the plunger with the syringe barrel, pinching and twisting of the unit can occur. Given that this is a bulk product, just following the assembly machine dial the syringes are dropped down a chute directly in to the shipper case lined with a bag. Therefore, when there is a jam in the machine dial just prior to reaching the chute, if the syringe caught in the dial works its way free, there is potential for damaged product to make it in to the finished goods. In addition, if an associate were to clear the jam and the parts that work their way free may happen to drop in to the shipper case. If this does happen, the associate is expected to verify that all damaged parts are removed from the shipper. In addition, throughout the machine dial process where the syringes are assembled, various sensors are in place to detect various defects such as missing plunger rod, etc. These sensors have been verified and will kick off any defective syringes that are detected.

Event description:
Customer reports that syringes were found to be damaged on incoming inspections and had to be scrapped or rejected. The syringes had broken finger flanges and cracked barrels.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requir ements and released according to established procedures. Customer reports that syringes were found to be damaged on incoming inspections and had to be scrapped. The manufacturing site received two sets of syringe samples with this customer report. A complete inves tigation was performed. The second bas was labeled with lot # 727053x and contained twenty-four (24) unpackaged syringes. A visual inspection to the quality inspection standard was conducted. Pinched and damaged syringe barrels were identified on all of the syringe samples; the syringes were non-functional. Most of the damage the syringes incurred was in the same relative location of the assembled syringe at approximately the 0.3 ml print location on the barrel with a few also having incurred damage to the plunger rod just below the finger flange on the barrel. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential defects that are inspected for include, but are not limited to damaged product/components, particulates or extraneous matter in fluid pathway or on exterior of syringe/components, and holes, splits, or cracks in the barrel. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation, and documentation requirements. Procedures and standard work instructions exist for the setup, operation, and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. The most likely root cause for pinched and damaged syringe barrels is during the syringe assembly process. When a jam occurs in the machine dial just following the assembly of the plunger with the syringe barrel, pinching and twisting of the unit can occur. Given that this is a bulk product, just following the assembly machine dial the syringes are dropped down a chute directly in to the shipper case lined with a bag. Therefore, when there is a jam in the machine dial just prior to reaching the chute, if the syringe caught in the dial works its way free, there is potential for damaged product to make it in to the finished goods. In addition, if an associate were to clear the jam and the parts that work their way free may happen to drop in to the shipper case. If this does happen, the associate is expected to verify that all damaged parts are removed from the shipper. In addition, throughout the machine dial process where the syringes are assembled, various sensors are in place to detect various defects such as missing plunger rod, etc. These sensors have been verified and will kick off any defective syringes that are detected. If information is provided in the future, a supplemental report will be issued.